Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 3 months and 16 days after implantation due to failure to osseointegrate. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history.